Event description:
It was reported that the pt had been experiencing migraines and vertigo for the past 6 months, and needed to have an MRI of her head. Therefore, the neurostimulator was explanted. A neurostimulator was going to be reimplanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4).